Event description:
It was reported that during a da vinci assisted surgical procedure, the system was faulting with error 32101 after docking. An intuitive surgical inc., (isi) technical support engineer (tse) verified that the error was pointing to axes controller platform (acp4). Tse advised customer to press recover but, it did not resolve the issue. Customer did not have time for rebooting; therefore, tse advised customer to disable boom/drive and continue the procedure as planned. On a follow-up call, customer was asking on how to rollout. Tse advised them to do it manually or try a hard power cycle. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the axes controller platform (acp) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the acp to perform failure analysis. The component was analyzed and it was found to have an error 32101 on system logs. The acp was installed onto the golden system where the component functioned as expected. The golden system was set to run for 10 power cycles. The boom was driven with no problems and was sitting idle for one hour.